Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the image was not displayed due to bent video connector pins. However, the cause of the bent pins was not able to be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the front video connector of visera elite video system center was damaged. Upon inspection of the customer¿s returned device it was observed, the reported issue regarding the damaged front video connector was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.